Event description:
Acct reports several incidents of "inverted or displaced" septums on the injection sites. States the rns are not sure how they happen. Acct uses baxter interlink cannulas and reuse them to access injection sites. No med intervention needed for pts. No further info available.